Event description:
Event description guidant received information that this left ventricular lead exhibited impedances greater than 2000 ohms and loss of capture despite attempting maximum output in different configurations. The patient experienced a fall that may have caused the elevated lead impedances and capture issues. The lead was deactivated, and eventually explanted and replaced. Other than the fall, no adverse patient effects were reported.